Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) (B)(6) alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred on (B)(6) 2016 at 6:30pm. At this time the patient obtained a blood glucose reading of 31 mmol/l with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter readings and as a result of the alleged high result took an unspecified increased dosage of novorapid insulin in addition to their usual dosage of 8 units. The patient stated that an hour after this they developed the symptoms of sweating, confused and shaky symptoms which they associated with hypoglycemia. The patient also measured their blood glucose on the subject meter at this time and obtained a blood glucose result of 1mol/l. The patient did not take any immediate action in order to treat these symptoms, instead continued to take their normal insulin dosage of 15 units of slow-release insulin before going to bed. No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. The unit of measure was set correctly on the subject meter and the patient's meter was requested for evaluation. This complaint is being reported because the patient allegedly obtained an inaccurately high reading on the subject meter which led to them developing symptoms which are suggestive of serious injury after the alleged meter issue began.